Manufacturer narrative:
The allegation the lead was not functioning was not confirmed. The lead was returned cut as a consequence of the explant procedure. Visual inspection showed electrode 2b was partially lifted and detached from the paddle. A broken wire that corresponded to this electrode was observed. These anomalies appeared consistent with explant damage. Electrical opens were identified on channels 2a and 2b (caused by the broken wire on the paddle). No physical or functional anomaly, that would've existed prior to explant and that would've contributed to the reported issue, was observed.

Event description:
Additional information received indicates that the patient had a non functioning neurostimulator and provided no relief.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
Related manufacturer reference number: 1627487-2021-17730. It was reported that the patient¿s scs system was explanted on (B)(6) 2021 due to being nonfunctional.